Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was cracked and the wake button was stuck. Additionally, it was reported that multiple occlusion alarms occurred. There was no reported adverse impact to the customer. The customer declined to provide further information to tandem customer technical support (cts) and declined follow up contact from cts.